Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experienced low blood glucose. Customer was hospitalized due to car accident. Date of hospitalization was unknown. Blood glucose 51 mg/dl. Customer said she was in the hospital because of a car accident and she was not able to wear the insulin pump. Customer treated low blood glucose with food. The customer did not experience any symptoms as a result of high blood glucose. Whether customer use auto mode at the time of low blood glucose or not was unknown. The insulin pump will not be returned for analysis.